Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a normal wear and tear on the device. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a faulty float switch. No adverse effects were reported.